Manufacturer narrative:
Initial reporter name added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a photograph of the front face of a resolute onyx shelf carton. The device size and lot number correspond with the information reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion located in the second diagonal branch. It was reported that stent dislodgement occurred. It was stated that the stent fell of the guider. It is unknown if the stent dislodgement occurred in vitro or in vivo. No patient injury was reported.